Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per spcb flextome specification. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no kinks or damage to the hypotube of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% and severely stenotic lesion of about 1.8m was located in the moderately tortuous left brachial artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, the folding tool could not be removed at all, and it was removed forcibly. Due to the characteristic of the lesion, it took some time to cross the guidewire, and the treatment was performed while pushing the device in. It was confirmed that the inlfation pressure of 6atm decreased during the second dilation. The device was removed from the patient's body without problem and when checked, it was observed that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% and severely stenotic lesion of about 1.8m was located in the moderately tortuous left brachial artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, the folding tool could not be removed at all, and it was removed forcibly. Due to the characteristic of the lesion, it took some time to cross the guidewire, and the treatment was performed while pushing the device in. It was confirmed that the inlfation pressure of 6atm decreased during the second dilation. The device was removed from the patient's body without problem and when checked, it was observed that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.